Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a no external power alarm while the patient was supported by the mobile power unit on (B)(6) 2025.

Manufacturer narrative:
Correction - this information will be reported under MFR# 2916596-2025-03374. Section h8 - usage of device: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on 22apr2025 to 03may2025 was reviewed. The controller event log file revealed a no external power (nep) alarm event on 03may2025 at 7:37:43. The power cables were connected to the mobile power unit prior to the alarm. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power. At 7:38:26, the black power cable appeared connected to the mobile power unit with an active power cable disconnect alarm remained active. At 7:38:34, the black power cable was disconnected; however, both power cables were connected to the 14v batteries/clips at 7:38:44 and all alarms cleared. The reported event will be evaluated under MFR# 2916596-2025-03374. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.